Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) protruded from the right side of the glans and was visible, which caused pain when touched. Foley catheterization was performed, and the patient was hospitalized. A surgical procedure was performed, during which the physician noted that the right cylinder was protruding with significant adhesion of subcutaneous tissue. Therefore, the right cylinder was repositioned under the skin of the lower abdomen on the right side, and a re-implant surgery is planned once the patient has fully recovered. The protrusion event has been resolved. No additional information was provided.

Event description:
It was reported this inflatable penile prosthesis (ipp) right cylinder protruded as it migrated from its original position. Foley catheterization was performed, and the patient was hospitalized. A surgical procedure was carried out, during which the right cylinder was found embedded in the lower right abdomen; therefore, the right cylinder was removed, and a new one was placed in the correct location. The protrusion event has been resolved. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.